Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint ¿ patient was revised to address dislocation. **update - 11/14/2011 - litigation papers allege subsequent to surgery, patient developed daily pain in her right hip. It is also alleged she suffered two excruciatingly painful dislocations of the hip in (B)(6) 2010. It is also alleged on (B)(6) 2011, patient suffered a third painful and debilitating dislocation of the right hip. Update: 02/06/2017 (transfer (B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges has suffered lumbar spine issues as a result of long term use of orthotic device (refers to MRI lumbar 2010) and development of large cyst psoas muscle related to dislocations (refers to CT pelvis 2009). Continues to experience pain. H&p stated patient had an abrupt onset of right hip instability 5 years after index surgery, with at least 3 dislocations, all anterior, associated with extension and external rotation. Revising surgeon observed, in operative note, "abundant metallosis debris within capsule and surrounding structures. Also identified "significant wear of the posterior aspect of the femoral component" and of "the acetabular component to indicate posterior impingement". Cup and stem added to complaint. Metallosis, dislocation, and impingement harms added to complaint. The complaint was updated on: 2/17/2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.